Event description:
It was reported that the patient died on (B)(6)-2010 in the hospital. The death was reported as an unexplained death. There is no allegation from a health care professional that the death was device or lead related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) device was returned and analyzed. No anomalies found. (B)(4) proximal segment of the lead returned and visual analysis was performed. No anomalies found.